Event description:
On 09/24/1998 following a catheterization procedure (type not documented to MFR), an angio-seal device was placed in a pt's groin. Shortly following the procedure the pt began to experience intermittent pain in her procedure leg. On 09/26/1998 the pt was taken to surgery where the device anchor and collagen were found to be partially occluding the vessel. The device was removed and the vessel repaired. According to the physician, the pt tolerated the procedure well and experienced a full recovery. As of 12/31/1998 there has been no report to the MFR of further complication or pt sequelae.